Manufacturer narrative:
Received 2 foley catheter lot samples. The reported event was unconfirmed since the samples met specification. Per visual inspection, the exterior of the samples were examined and did not find anything to contribute to the reported event. Per functional inspection, the balloon was inflated with 10cc of water, and both balloons had a concentricity of 70:30. The specification for this product is 70:30 maximum, so the samples met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities." (B)(4).

Event description:
It was reported that the catheter did not inflate correctly. 10cc of water was used to inflate the balloon and the outcome was asymmetrical. The patient alleged, this caused the catheter to leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter did not inflate correctly. Ten cc of water was used to inflate the balloon and the outcome was asymmetrical. The patient alleged, this caused the catheter to leak.